Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified in the pump data. Functional testing for the reported low blood glucose (bg) could not be performed due to damaged usb pins. There were no events observed in the pump data related to the low bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction code. During troubleshooting with tandem technical support, the malfunction code reoccurred. The customer reported to have had low blood glucose (bg) levels (47-64 mg/dl) and glucose tablets were consumed to address the low bg level. The customer did not know the cause of the low bg; however, related it to the malfunction. The customer was to use insulin injections to manage diabetes.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6)2017. Alarm 7 (auto off alarm) annunciated at 7:58am on (B)(6) 2017. There were no erratic basal rate adjustments. There were no bolus requests made. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop.